Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crack opening on the diaphragm, an opening on the radius, wear abrasion, fold creases, and white particles in the shell. A leak test and a microscopic analysis were performed which identified a smooth crease opening, a broken fill channel, and a crack opening on the diaphragm valve. Based on the device analysis, the final assessment is a smooth crease opening on the posterior due to a fold flaw opening, a cracked valve seat diaphragm valve, and a sharp break on the fill channel due to an unidentified tear opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.